Event description:
During routine testing of the device at the service center, the quality technician reported that both rubber bumpers were missing from lid. Since the event occurred during routine testing, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.